Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 25, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of ¿iop issue¿ can be attributed to pneumatics module. However, how or when it became non-conforming remains inconclusive, the root cause of the reported event of ¿footswitch issue-system¿ could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pneumatics module was received and a visual assessment of the returned sample showed no obvious nonconformities. The pneumatics module was installed into a calibrated vision system and tested for cutter function. The pneumatics module passed testing. The pneumatics module was found to meet specifications. The company service representative confirmed the reported event and noted the cutting issue was associated with the pneumatics module. However, the sample evaluation could not confirm the reported event. The root cause of the reported event of iop issue can be attributed to the pneumatics module. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the infusion was increasing the intraocular pressure "wildly" and the footswitch did not obey commands during a surgical procedure. The procedure was completed with no harm to the patient.